Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) but the device would not discharge the energy from the associated defibrillator. The clinicians then obtained a second similar device and again attempted to defibrillate the patient however, the new device would not allow discharge either. The clinicians then obtained a third set of internal handles and successfully converted the patient's heart-rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.